Event description:
It was reported that there was a lead alert and that the lead had low impedance and a insulation breach was suspected. The lead remains in use, however, the physician added a new lead to be used for back up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected lower range. Analyst commented, auto lead diagnostic shows ventricular lead trend out of range low or immeasurable throughout record. Lead warning was on (B)(4)-2013.